Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("one coil made its way into intestine"), genital haemorrhage ("bleeding / severe bleeding"), abdominal pain lower ("cramping / awful pain"), staphylococcal infection ("staph infection") and anal haemorrhage ("constant bleeding from anus") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "body rejecting the devices" in 2016. The patient's past medical history included oophorectomy in (B)(6) 2015. Concomitant products included acetylsalicylic acid (aspirin), bupropion, hydroxyzine, oxycocet (percocet), propranolol and ranitidine. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced procedural pain ("the whole procedure was very uncomfortable / worst pain ever experienced"). In 2016, the patient experienced vomiting ("vomiting"), respiratory disorder ("needing respirator") and pyrexia ("high fever"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion hospitalization) and abdominal pain lower (seriousness criterion hospitalization). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), staphylococcal infection (seriousness criterion medically significant), anal haemorrhage (seriousness criterion medically significant), visual impairment ("deterioration eye sight"), tooth delamination ("lose of tooth enamel"), alopecia ("hair loss"), amnesia ("memory loss"), fatigue ("fatigue"), weight increased ("weight gain"), device expulsion ("one coil migrated into my uterus") and premature menopause ("premature menopause"). The patient was treated with surgery (full hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower, staphylococcal infection, anal haemorrhage, procedural pain, vomiting, respiratory disorder, pyrexia, visual impairment, tooth delamination, alopecia, amnesia, fatigue, weight increased, device expulsion and premature menopause outcome was unknown. The reporter considered abdominal pain lower, alopecia, amnesia, anal haemorrhage, device dislocation, device expulsion, fatigue, genital haemorrhage, premature menopause, procedural pain, pyrexia, respiratory disorder, staphylococcal infection, tooth delamination, visual impairment, vomiting and weight increased to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 7-may-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure inserted and was hospitalized due to severe cramping and bleeding/severe bleeding, which she related to her body rejecting the devices. She also reported that one coil made its way into intestine, constant bleeding from anus and staph infection. She underwent a full hysterectomy approximately 15 months after essure insertion. Staph infection and anal haemorrhage are unanticipated whereas device dislocation, genital haemorrhage and abdominal pain lower are anticipated in essure's reference safety information. The exact time point and mechanism of device dislocation are not known. During essure therapy, abnormal genital bleeding and abdominal pain may occur. Considering the temporal relationship between these events and the lack of alternative explanation, a causal relationship with essure cannot be excluded. There are many causes of rectal/anal haemorrhage, including hemorrhoids, anal fissure, diverticulosis, infections, inflammations, angiodysplasia or polyps, tumors and trauma. Furthermore, although a device dislocation occurred, no perforation of internal bodily structures was reported. Thus, a causal relationship with essure was excluded. Considering the lack of information regarding staph infection, such as its location and exact temporale relationship, a causal relationship with essure cannot be assessed. This case was regarded as incident due to the serious injuries (surgical intervention, hospitalization) related to essure. In addition, non-serious events were reported. The product quality analysis concluded that as a defect could not be confirmed. Based on the available information, there is no relationship between the reported medical events and a quality defect. No further information could be obtained.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs / one coil made its way into intestine"), genital haemorrhage ("bleeding / severe bleeding"), abdominal pain lower ("cramping / awful pain"), staphylococcal infection ("staph infection") and anal haemorrhage ("constant bleeding from anus") in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "body rejecting the devices" in 2016. The patient's past medical history included oophorectomy in (B)(6) 2015. Concurrent conditions included chronic hepatitis c, acid reflux (esophageal), obesity since 2015 and hypertension since (B)(6) 2016. Concomitant products included acetylsalicylic acid (aspirin), bupropion, hydroxyzine, medroxyprogesterone acetate (depo-provera) from (B)(6) 2015 to (B)(6) 2015, oxycocet (percocet), propranolol and ranitidine. In 2015, the patient experienced weight increased ("weight gain"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion hospitalization), pelvic pain ("pain"), menorrhagia ("menorrhagia"), anxiety ("anxiety"), depression ("psychological or depression"), cellulitis ("cellulitis,") and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced procedural pain ("the whole procedure was very uncomfortable / worst pain ever experienced"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced abdominal distension ("bloating"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2016, the patient experienced vomiting ("vomiting"), respiratory disorder ("needing respirator") and pyrexia ("high fever"). In september 2016, the patient experienced irritability ("irritability"). In (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criterion hospitalization). In (B)(6) 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), staphylococcal infection (seriousness criterion medically significant), anal haemorrhage (seriousness criterion medically significant), visual impairment ("deterioration eye sight"), tooth delamination ("lose of tooth enamel"), amnesia ("memory loss"), device expulsion ("one coil migrated into my uterus/migration of essure device location of device: uterus"), premature menopause ("premature menopause"), artificial menopause ("induced menopause"), tooth disorder ("dental problems,"), vision blurred ("blurry vision"), ovarian cyst (" cyst of ovary"), abdominal pain ("abdomen pain"), back pain ("back pain"), pain in extremity ("hand/toes pain"), vaginal haemorrhage ("vaginal bleeding") and post-traumatic stress disorder ("pstd"). The patient was treated with surgery to remove the essure implant on (B)(6) 2017. At the time of the report, the fallopian tube perforation, staphylococcal infection, anal haemorrhage, procedural pain, vomiting, respiratory disorder, pyrexia, visual impairment, tooth delamination, alopecia, amnesia, fatigue, weight increased, device expulsion, premature menopause, irritability, artificial menopause, menorrhagia, cellulitis, bladder disorder, urinary tract disorder, nausea, tooth disorder, dysmenorrhoea, vaginal discharge, vision blurred, abdominal distension, ovarian cyst, abdominal pain, back pain and pain in extremity outcome was unknown and the genital haemorrhage, abdominal pain lower, anxiety, depression, vaginal haemorrhage and post-traumatic stress disorder had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, anal haemorrhage, anxiety, artificial menopause, back pain, bladder disorder, cellulitis, depression, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, irritability, menorrhagia, nausea, ovarian cyst, pain in extremity, pelvic pain, post-traumatic stress disorder, premature menopause, procedural pain, pyrexia, respiratory disorder, staphylococcal infection, tooth delamination, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vomiting and weight increased to be related to essure. The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Ultrasound scan vagina - on (B)(6) 2016: most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet received and mr received. New reporter, patient relevant information , patient demographic information ,lab data , essure indication , lot number were added. Events added: irritability, induced menopause, abnormal bleeding(vaginal, menorrhagia), depression, anxiety, cellulitis, bladder or urinary problems or changes, migration of essure device location to uterus, nausea, dental problems, nickel allergy, dysmenorrhea(cramping), oophorectomy (bilateral removal of ovaries), vaginal discharge, blurry vision, fatigue, weight gain, cyst of ovary , abdomen pain , back pain , hand/toes pain, and vaginal bleeding. Events perforation of organs and one coil made its way into intestine were joined and coded to fallopian tube perforation. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5068298) on 20-mar-2017. The most recent information was received on 15-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("one coil made its way into intestine"), genital haemorrhage ("bleeding / severe bleeding"), abdominal pain lower ("cramping / awful pain"), staphylococcal infection ("staph infection") and anal haemorrhage ("constant bleeding from anus") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "body rejecting the devices" in 2016. The patient's past medical history included oophorectomy in (B)(6) 2015. Concomitant products included acetylsalicylic acid (aspirin), bupropion, hydroxyzine, oxycocet (percocet), propranolol and ranitidine. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced procedural pain ("the whole procedure was very uncomfortable / worst pain ever experienced"). In 2016, the patient experienced vomiting ("vomiting"), respiratory disorder ("needing respirator") and pyrexia ("high fever"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion hospitalization) and abdominal pain lower (seriousness criterion hospitalization). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), staphylococcal infection (seriousness criterion medically significant), anal haemorrhage (seriousness criterion medically significant), visual impairment ("deterioration eye sight"), tooth delamination ("lose of tooth enamel"), alopecia ("hair loss"), amnesia ("memory loss"), fatigue ("fatigue"), weight increased ("weight gain"), device expulsion ("one coil migrated into my uterus") and premature menopause ("premature menopause"). The patient was treated with surgery (to remove the essure implant) and surgery (full hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, genital haemorrhage, abdominal pain lower, staphylococcal infection, anal haemorrhage, procedural pain, vomiting, respiratory disorder, pyrexia, visual impairment, tooth delamination, alopecia, amnesia, fatigue, weight increased, device expulsion and premature menopause outcome was unknown. The reporter considered abdominal pain lower, alopecia, amnesia, anal haemorrhage, device dislocation, device expulsion, fatigue, genital haemorrhage, perforation, premature menopause, procedural pain, pyrexia, respiratory disorder, staphylococcal infection, tooth delamination, visual impairment, vomiting and weight increased to be related to essure. The reporter commented: need for additional surgery. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 15-feb-2018: new reporters, new events perforation and pelvic pain added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("one coil made its way into intestine"), genital haemorrhage ("bleeding / severe bleeding"), abdominal pain lower ("cramping / awful pain"), staphylococcal infection ("staph infection") and anal haemorrhage ("constant bleeding from anus") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "body rejecting the devices" in 2016. The patient's past medical history included oophorectomy in (B)(6) 2015. Concomitant products included acetylsalicylic acid (aspirin), bupropion, hydroxyzine, oxycocet (percocet), propranolol and ranitidine. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced procedural pain ("the whole procedure was very uncomfortable / worst pain ever experienced"). In 2016, the patient experienced vomiting ("vomiting"), respiratory disorder ("needing respirator") and pyrexia ("high fever"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion hospitalization) and abdominal pain lower (seriousness criterion hospitalization). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), staphylococcal infection (seriousness criterion medically significant), anal haemorrhage (seriousness criterion medically significant), visual impairment ("deterioration eye sight"), tooth delamination ("lose of tooth enamel"), alopecia ("hair loss"), amnesia ("memory loss"), fatigue ("fatigue"), weight increased ("weight gain"), device expulsion ("one coil migrated into my uterus") and premature menopause ("premature menopause"). The patient was treated with surgery (full hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower, staphylococcal infection, anal haemorrhage, procedural pain, vomiting, respiratory disorder, pyrexia, visual impairment, tooth delamination, alopecia, amnesia, fatigue, weight increased, device expulsion and premature menopause outcome was unknown. The reporter considered abdominal pain lower, alopecia, amnesia, anal haemorrhage, device dislocation, device expulsion, fatigue, genital haemorrhage, premature menopause, procedural pain, pyrexia, respiratory disorder, staphylococcal infection, tooth delamination, visual impairment, vomiting and weight increased to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure inserted and was hospitalized due to severe cramping and bleeding/severe bleeding, which she related to her body rejecting the devices. She also reported that one coil made its way into intestine, constant bleeding from anus and staph infection. She underwent a full hysterectomy approximately 15 months after essure insertion. Staph infection and anal haemorrhage are unanticipated whereas device dislocation, genital haemorrhage and abdominal pain lower are anticipated in essure's reference safety information. The exact time point and mechanism of device dislocation are not known. During essure therapy, abnormal genital bleeding and abdominal pain may occur. Considering the temporal relationship between these events and the lack of alternative explanation, a causal relationship with essure cannot be excluded. There are many causes of rectal/anal haemorrhage, including hemorrhoids, anal fissure, diverticulosis, infections, inflammations, angiodysplasia or polyps, tumors and trauma. Furthermore, although a device dislocation occurred, no perforation of internal bodily structures was reported. Thus, a causal relationship with essure was excluded. Considering the lack of information regarding staph infection, such as its location and exact temporale relationship, a causal relationship with essure cannot be assessed. This case was regarded as incident due to the serious injuries (surgical intervention, hospitalization) related to essure. In addition, non-serious events were reported. A product technical analysis and further information are expected.